Event description:
It was reported the patient is not longer receiving effective stimulation due to inability to establish communication between his scs ipg and external devices. An sjm representative attempted to address the issue with a demo programmer to no avail. The patient is to consult with the physician regarding surgical intervention to address the issue.

Manufacturer narrative:
Correction/removal number: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.